Event description:
Procedure type: roux-en-y. According to the rptr: upon inspecting the donut ring after the procedure, the dr discovered a metal part on the proximal side. Through x-ray imaging, it was confirmed that there was nothing left in the pt. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss and damage.

Manufacturer narrative:
(B)(4).